Event description:
Additional information was received from the patient. They reported that the patient started tracking on the 10th after they left the hospital. The patient doesn't use catheters so this was left blank. Patient said that they were retaining urine and the doctor said if that started happening again they would have to go in to get a catheter. The patient said they still feel like they are retaining urine. The patient also reported pain and a worsening of their baseline symptoms urge incontinence. Mar-14 patient called support link inbound line because they were having some pain sitting down at work for very long. The patient was wondering if trying to turn the stimulation to help. Patient said they have been sore. Support link was able to answer their questions. Mar-18 the patient stated they noticed their lead had come out about 2.5 inches.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Implanted: (B)(6)2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted the patient's trial started on (B)(6) 2023. It was reported that the patient reported she has been in the hospital since procedure ((B)(6) to (B)(6)). Patient also reported she has started to retain urine (non-baseline) and has to really push, but still doesn't feel like she is emptying. Patient has reported this to medical staff at hospital. The patient also experienced pain and discomfort/soreness/pinching.